Event description:
Revision surgery- the pt underwent a total knee arthroplasty on the right knee on (B)(6) 1999. On (B)(6) 2007, the pt was revised to replace the broken poly insert. (B)(4). It was reported that on (B)(6) 2010, a second revision was completed to replace another broken poly insert. However, there is no record of this revision in the djo records. The surgeon performing the revision replaced all djo components with product from another manufacturer. This report was completed to report the (B)(6) revision. The tibial insert and patella have been returned for evaluation.

Manufacturer narrative:
On or around (B)(6), 2010, the patient was reported to have undergone a revision surgery to correct a broken tibial insert post associated with djo surgical device part number 360-11-506, lot 965331. The records show that this device was originally implanted on (B)(6) 2007 and explanted on (B)(6) 2010, providing a time in-vivo of 2.6 years. There are no statements regarding trauma, patient activity level or contraindications provided with this complaint which might have contributed to the event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The explanted tibial device that is the subject of this complaint was returned to djo surgical for examination. A review of the device history records for the posterior stabilized tibial insert, and concomitant devices; tibial baseplate, posterior stabilized femur, and patella showed no non-conforming material reports associated with these products. (B)(4). The root cause of post failure was a fracture. The device history records show that the subject device, as well as the concomitant devices were manufactured according to design specifications and met all critical dimensions. There are no indications of a product or process issue affecting implant safety or effectiveness.